Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -8.0/1.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. On the same day different surgery a replacement lens of longer length was implanted and the problem was resolved.

Manufacturer narrative:
(B)(4).